Event description:
It was reported that the device records recurrent 4.5-minute episodes of noise on the atrial channel as at recordings twice daily at 12:09 am and 11:09 pm starting on (B)(6) 2025. All possible sources of emi have been ruled out. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.